Manufacturer narrative:
(B)(4) g2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through an anatomy report that a patient has been experiencing pain with their existing stock tmj implants. The report suggested that the initial screw placement could potentially be interfering with muscle and nerve canal, and that the right fossa's placement appears to have poor bony support. No migration or bone loss was noted. No intervention has been planned at this time. Due diligence is in progress for this complaint: attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, d6a, d10, g3, g4, g6, h2, h11. D10: 50mm rt narrow ti mand cat# 01-6550ti lot# 594480a, 45mm lft narrow mand cat# 01-6546 lot# 815140a, tmj med lft fossa comp cat# 24-6561 lot# 122560a, unk fossa screw cat# unk lot# unk, unk mandible screw cat# unk lot# unk. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.